Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a broken plug connection. The patient was involved but there was no adverse patient impact.

Event description:
The customer reported that the device has the a/c power socket mechanically broken. The patient was involved but there was no adverse patient impact.